Manufacturer narrative:
It was reported by the hospital contact that the procedure was attempting to coil two aneurysms on to the left internal carotid terminus about 5cm in diameter and a periclinoid aneurysm off the left ica about 4 mm in diameter. The physician partially deployed the 22mm enterprise stent (enf452212/10532451) across the carotid terminus aneurysm through a prowler select plus microcatheter (details unknown) and then inserted another microcatheter stryker sl-10 (details unknown) into the periclinoid aneurysm to be coiled. The enterprise wire holding the stent would not allow the stent to deliver to the area properly. In placing the coils according to the physician two cashmere¿s (src14040620/c14363) and (src14040820/c26451) as well as a micrusphere (csp10035030/c11657) did not detach. The codman complaint coils attempted to be used appeared to stretch after numerous attempts at placement as sl-10 microcatheter was ¿kicked out¿ of the periclinoid aneurysm. After 5 hours of being partially deployed the stent was removed and then later tried to redeploy across the left ica terminus, but the pusher wire then also stretched. The physician placed a 3.5x6.6 micrusphere coil, followed by deltapaq coil 1.5x4, and then deltapaq coil 1.5x2 (details unknown). The physician after the failed enterprise deployment then proceeded to use a hyperform balloon (details unknown) across the carotid terminus and used four penumbra coils (details unknown) to embolize the terminus aneurysm. The procedure was delayed due to complications of codman products which took about 7 hours to complete. It was initially reported that the products will be returned. For the stent, it was verified that the introducer was fully seated & secured in the hub. It is unknown if the device moved out forward out of the introducer during insertion through the y-connector or in hub. There were no damages noted on the stent. The same detachment control box (details unknown) and connecting cable (ecb00018200/lot unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. No torqueing of the dpu was noted during the procedure, but there was significant movement of coil in and out of the sl-10 microcatheter during coiling of aneurysm. Very limited information was received. The unspecified enpower dcb and the control cable were not returned. The sl-10 microcatheter was not returned. As viewed into the returned packaging, it was found that the coil was detached and not returned which was unreported. The circumstances of how and when this occurred cannot be determined. Located 15.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath which was unreported. The circumstances of how and when this occurred cannot be determined. Further investigation found that the coil was electro-mechanically air detached using the enpower dcb outside the patient with the detachment fiber receiving heat and melting as designed. Only this type of damage of a complete melting of the outer sheath over the resistive heating coil section can occur under those specific circumstances and no other. The circumstances of how and when this unreported air detachment occurred cannot be determined. The device positioning unit (dpu) passed electrical testing with resistance at 50.3 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated. No manufacturing defects were found. The complaint of the coil stretching cannot be confirmed as the coil was not returned. Furthermore, without the return of the coil it cannot be determined what contributing factor may have possibly caused the microcatheter to move off target concerning this specific coil. In addition, without the return of the coil and the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The complaint of the coils failure to detach inside the target site cannot be confirmed for the following reasons: the coil was not returned, the detachment fiber received heat and melted, the coil was successfully detached by an unknown user, and the dpu passed all electrical testing. In addition, without the return of the complete detachment system and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is 1 of 3 reports associated with reports 1226348-2015-00071 and 1226348-2015-00072. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: 22mm enterprise stent (enf452212/10532451), prowler select plus microcatheter (details unknown), microcatheter stryker sl-10 (details unknown), cashmere (src14040820/c26451), micrusphere (csp10035030/c11657), 3.5x6.6 micrusphere coil (details unknown), deltapaq coil 1.5x4 (details unknown), deltapaq coil 1.5x2 (details unknown), hyperform balloon (details unknown), four penumbra coils (details unknown), detachment control box (details unknown), connecting cable (ecb00018200/lot unknown).

Event description:
It was reported by the hospital contact that the procedure was attempting to coil two aneurysms on to the left internal carotid terminus about 5cm in diameter and a periclinoid aneurysm off the left ica about 4 mm in diameter. The physician partially deployed the 22mm enterprise stent (enf452212/10532451) across the carotid terminus aneurysm through a prowler select plus microcatheter (details unknown) and then inserted another microcatheter stryker sl-10 (details unknown) into the periclinoid aneurysm to be coiled. The enterprise wire holding the stent would not allow the stent to deliver to the area properly. In placing the coils according to the physician two cashmere¿s (src14040620/c14363) and (src14040820/c26451) as well as a micrusphere (csp10035030/c11657) did not detach. The codman complaint coils attempted to be used appeared to stretch after numerous attempts at placement as sl-10 microcatheter was ¿kicked out¿ of the periclinoid aneurysm. After 5 hours of being partially deployed the stent was removed and then later tried to redeploy across the left ica terminus, but the pusher wire then also stretched. The physician placed a 3.5x6.6 micrusphere coil, followed by deltapaq coil 1.5x4, and then deltapaq coil 1.5x2 (details unknown). The physician after the failed enterprise deployment then proceeded to use a hyperform balloon (details unknown) across the carotid terminus and used four penumbra coils (details unknown) to embolize the terminus aneurysm. The procedure was delayed due to complications of codman products which took about 7 hours to complete. It was initially reported that the products will be returned. For the stent, it was verified that the introducer was fully seated & secured in the hub. It is unknown if the device moved out forward out of the introducer during insertion through the y-connector or in hub. There were no damages noted on the stent. The same detachment control box (details unknown) and connecting cable (ecb00018200/lot unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. No torquing of the dpu was noted during the procedure, but there was significant movement of coil in and out of the sl-10 microcatheter during coiling of aneurysm.